Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They stated the pocket was revised on (B)(6) 2020. The patient¿s weight at the time of the event was provided by the healthcare professional (hcp) and patient. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the patient has been having discomfort in the pocket for a couple of months and is getting scheduled for a pocket revision. There were no further complications reported or anticipated.